Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos) post ventricular pace. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4 ICD, date of implant (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.